Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, alarmed failed battery test, and exhibited shortened battery life. She stated that she changed the battery 3 times in the last 3 days. She noted that she also received a battery out limit, indicating that the battery had been changed too slowly. The customer's most recent blood glucose was 85 mg/dl. She stated that she pulled the insulin pump out and noticed that the display was blank one day. She also reported that the battery out limit alarm had occurred during normal device use. She stated that the insulin pump did not have a blank display at the time of the call. She did not observe any damage or corrosion to the battery cap, battery compartment or spring. She was advised that a replacement battery cap would be sent. She was advised that the battery out limit alarm during normal device use may be indicative of a loose battery cap.